Event description:
A report was received via social media that the patient's implant was not holding a charge with complaints of pain in the hip. The patient underwent back surgeries twice for an unknown reason. The patient wanted to have the implant removed.